Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specs.

Event description:
A falsely elevated troponin I result of 10.7ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was repeated and a result of <0.04ng/ml was obtained. The pt had a cardiac catheterization, but the physician stated the cardiac catheterization was necessary regardless of the troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I was sample integrity.